Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, universal surgical manipulator four (usm) moved unintuitively causing the monopolar curved scissor (mcs) instrument to puncture the flap and go into the abdomen of the patient. The surgeon was able to repair the puncture. The clinical sales associate (csa), stated the surgeon was assigned the controls from the second console when all of a sudden the hand control lunged to the bottom right corner of the screen and the instrument followed. The surgeon then decided to convert the procedure to open to complete the case. The procedure was completed open. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A field service engineer (fse) investigation was performed, and the reported event was not replicated. The fse could not reproduce any errors or malfunctions described by the customer. No issues were found. .